Event description:
It was reported that there was high capture threshold noted on right atrial (ra) and right ventricular (rv) leads, and the right atrial (ra) sensing was low. It was unknown when the thresholds were noted to have increased. No noise episodes were reported. The right atrial and right ventricular leads were explanted and replaced via laser extraction on (B)(6) 2018. Patient was stable.

Manufacturer narrative:
Code for partial lead returned (B)(4) was missed in the initial report. This report notes the correct code.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.